Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was over 504 mg/dl and ketone level was high. Customer changed the cartridge and infusion set to address the blockage. Customer delivered a bolus via the pump to address bg. Customer went to the emergency room and was admitted to the hospital. Healthcare provider identified ketones as dangerous. Customer was treated with intravenous saline and insulin. Customer was discharged the next day with no permanent damage. System check with technical support confirmed the pump was functioning as intended.